Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. The customer provided the cleaning, disinfection, and sterilization (cds) processes, where no obvious deviations from the instructions for use (IFU) were identified; however, the customer said that it was unknown if the air and water nozzle channels were flushed with detergent solution. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 3 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be determined. However, the foreign material could not be identified but was likely caused by insufficient cleaning. The event can be detected and prevented by following: ¿instructions for gif/cf/pcf-290 series, operation manual, chapter 3 ¿preparation and inspection¿ describes how to detect the subject event. Instructions for gif/cf/pcf-290 series, reprocessing manual, chapter 5 ¿reprocessing of the endoscope (and related reprocessing accessories)¿ describes how to prevent the subject event.¿ olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the gastrointestinal videoscope exhibited foreign matter coming out of the nozzle. There were no reports of patient involvement.

Manufacturer narrative:
The device was returned to olympus for evaluation and in addition to the reported in b5, the evaluation found due to wear of angle wire, bending angle in up direction, and play of the up/down knob did not meet the standard value. Adhesive on the bending section cover was chipped, cracked, and had a white-clouded area. Due to clogging of the nozzle, water supply volume, air supply volume, and water removal ability did not meet the standard value. The scope connector was dirty due to water leakage. The universal cord was scratched. The protector of the universal cord on the scope connector side was damaged. Adhesives around the objective lens and light guide lens and bending section cover had white-clouded areas. The plastic distal end cover, and connecting tube were scratched. Paint on the suction cylinder was peeled. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.